Manufacturer narrative:
Medical records from (B)(6) 2013 indicate that the knee was found to be unstable in extension and flexion both medially and laterally and that femoral loosening is suspected. Primary surgical notes noted that two screws from a previous acl surgery were left in, one in the femur and one in the tibia. The surgical notes do not indicate any deviations from surgical technique. X-rays were received from (B)(6) 2009 immediately following the implant surgery. There appears to be a slight overhang of the tibial component on the medial side. It is possible that the screws could affect the performance of the components; however, this cannot be determined from the provided x-rays. A definitive root cause cannot be determined with the information provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Zimmer considers this investigation to be closed.

Event description:
It is reported that the patient is experiencing loosening and pain and revision surgery is required.